Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure, it was mentioned that bubbles were noted after several aspiration and water leaked from the valve. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. On 26jun2025, response received it was further reported that no damage was noted to the catheter or the sheath. Bubbles were observed in flush line and excessive bubbles and after syringe. Pressure bag irrigation method was used with a drip flow rate of one drop per second. Additionally, slow drip 3 cc blood leak from the proximal handle was identified after the transseptal once the catheter was inserted into the sheath. No abnormalities were noted on the patient or the device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.